Event description:
The customer stated that she tested her blood glucose using her contour meter. She rec'd high readings of 365,511, and 435 mg/dl on 3 occasions and went to the hosp each time to have her glucose retested. The hosp retested the customer's glucose within 10 minutes and rec'd readings between 99-101 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips and meter are to be returned for eval. Replacement products were sent to the customer.